Manufacturer narrative:
B6): relevant tests/laboratory data unk. H3): a portion of the device was discarded, and a portion remained in the patient, thus no investigation could be completed. H6): although lld cut/cap is a known risk of complication with the lld, the physician did not attempt to unlock the lld from the ra lead prior to cutting and capping. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv) leads (one active, one abandoned) due to cied system/pocket infection. Insertion of spectranetics lead locking devices (llds) were attempted in the abandoned and the active rv leads to provide traction, but could not be advanced farther than the middle of the leads, and were removed. An lld was successfully placed in the ra lead, and a spectranetics 9f tightrail sub-c rotating dilator sheath was used to remove adhesions in the subclavian region. A spectranetics 12f glidelight laser sheath was used next; however, progress stalled near the superior vena cava (svc) region due to calcium. An lld was then inserted in the active rv lead, which could only be advanced to the middle of the lead, and was locked in place. Using the same tightrail sub-c and glidelight devices, progress stalled in the svc region, same area where progress stalled on the ra lead. Due to heavy fibrosis/calcifications, the patient's advanced age, and that the extraction attempts continued for nearly 4 hours, it was determined there was no way to extract these leads. The physician did not attempt to unlock the llds from the leads prior to cutting and capping the ra lead (MDR #3007284006-2023-00010) and active rv lead (MDR #3007284006-2023-00009), which remained in the patient. A micra (leadless pacemaker) was implanted, and the patient survived the procedure. This report captures the lld within the ra lead which was cut and capped and remained in the patient. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
D1): brand name corrected to lld #1 lead locking device (from lead locking device) to align with brand name on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.